Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and advised the customer to use an alternate therapy temporarily. The caller was informed that the replacement pump would include updated software, and several instructions were provided regarding the return of the malfunctioning pump and setup of the new pump. The customer understood and acknowledged all instructions provided, including returning the faulty pump within 10 days using the supplied return box and label.